Manufacturer narrative:
Please note that this event is related to a jts drive unit which is used in conjunction with the jts non-invasive extendible implant (k092138) should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A failed lengthening of a right proximal femur jts was reported. As reported: "this boy¿s grower is stuck. Please can we arrange an appointment for us all to see him together to have one last go at lengthening him. If we can¿t get it moving he¿ll need a revision of the whole implant including the osseo-integrated stem. He has been successfully lengthened by 6mm to date but unable to lengthen further. Last successful lengthening was in november. We aimed to lengthen by 3mm but only managed 2 as motor was very sticky and it has not gone further since this time. There were no issues with previous 2 lengthening¿s of 2mm in (B)(6) 2022."